Event description:
The upper part (clamp) was loosened. The system was unlocked in the middle of the operation. The device was in contact with the patient. There was patient injury. The event led to a 30 minute increase in surgery time. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.